Event description:
It is reported that in 1999 patient underwent left total knee replacement. Incorrect size tibial articular surface implanted. Error discovered later the same day. Revision procedure performed 2 days later to remove incorrect size articular surface and implant correct size.